Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's left lead had high impedances which caused ineffective therapy. The investigation did not determine which lead attributed to this issue. The patient also had weight fluctuations and had pain at the ipg site. Surgical intervention was undertaken and the lead and ipg were explanted and replaced.